Event description:
Oracle ro 1079326 error 41541 alarms cassette not attached w/ no cassette. Additional information received by smiths medical on 23-jul-2020 attached in complaint object: this happened while testing. Device evaluation completed. Summary in h 10.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown .the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave error 41541. It was also stated that the pump alarmed cassette not attached with no cassette. No adverse effects reported.